Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, while entering tether mode, spontaneous release occurred. Upon removal from the body, it was identified that the tethers failed to be aligned. The lp was installed without further complication. The patient was stable.